Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on the tse's notes, the system issue was due to an improperly installed endoscope by the user.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical inc., (isi) technical support engineer (tse) was called for troubleshooting assistance. The tse instructed the customer to remove the endoscope from the universal surgical manipulator (usm), press the instrument clutch button on the usm with the endoscope installed, then rotate the endoscope's base until it was correctly oriented. After performing these steps, the customer was able to restore the image orientation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) and reported that the image was flipped, and the arm movements were inverted. The tse asked the customer to check the horizon endoscope indicator, which was set to 'up,' but the endoscope was facing down. The procedure was completing as planned with no reported injury. The procedure was delayed less than 15 minutes. Isi performed follow-up and obtained the following additional information: the procedure was an anastomosis. The endoscope did not move freely with uncontrolled motion. No damage was observed on the endoscope's adapter/base. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. The procedure was completed robotically.